Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: kdm747. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what suture and size of suture did surgeon use prior to using stratafix during tka procedures? No information. How long has the surgeon been using stratafix symmetric suture? About 2 months. Can you identify the lot number of the stratafix symmetric suture that was used? Possible lot: kdm747. What was the condition of the fascia tissue the stratafix symmetric suture used on? No information. What position/degree of flexion was the knee placed when the stratafix suture was used? No information. How much of the incision was open (dehiscence)? No information. Can you describe the appearance of the stratafix suture during the revision procedure? No information. What was the location of breakage, initiation or termination end? No information. Did the stratafix symmetric suture pull through the tissue? No information. What are the patient gender, age, weight, medical/ surgical history? No information. What is the current condition of the patient? The patient was in the hospital as of (B)(6). We have not been updated since then.

Event description:
The patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and suture was used on the surgical wound of the fascia in the index procedure. On (B)(6) 2017, the affected surgical wound dehisced. On the same day a re-operation was performed to treat the dehisced wound. During the re-operation, debridement was performed on the dehisced wound and then the wound was closed. There was no infection observed. The doctor opined that the strength of the suture was not enough, as it was broken and additional suturing would be necessary when using the suture in a total knee arthroplasty procedure. It was also noted that the intensity of rehabilitation done for the patient was quite higher than the usual rehabilitation. The patient is currently in the hospital and being monitored.